Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient faced infusion set's leakage event on (B)(6) 2025 . Infusion set was in use for 1 day. Leakage was at coupling housing. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6009724 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing: the lot 6009724 was manufactured according to the wi version 98 and packaging in the multivac 14, on 04/nov/2024, with a total of (B)(4) units. Welding: the lot 4k05527 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 24/oct/2024, with a total of (B)(4) units. Gluing of connector: the lot 4k02900 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 24/oct/2024, with a total of (B)(4) units. The lot 4k05302 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 24/oct/2024, with a total of (B)(4) units. Gluing of tubing the lot 4k05829 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc05 & sc06, on 03/nov/2024, with a total of (B)(4) units. The lot 4k02821 was manufactured according to the wi version 34 in the gluing of tubing in the machine ls06 & ls07, on 03/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6009724 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.